Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that patient experienced issue with one infusion set as they fell off during use. Blood glucoselevel at the time of issue was noticed 170mg/dl. The event occurred within 1 hour of use. No further information was available.